Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. Per troubleshooting with the biomed, the main lamp was checked and reseated. The lamp was replaced recently, showing 50.5 hours. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus during preparation for use, the device's main lamp did not ignite but the spare lamp was functioning. The device was power cycled a few times and the main lamp came on. The spare lamp indicator turned on and the light was dim. The intended procedure was completed. There was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: lamp does not turn on according to the information presented, since it has been used for a long time since 2013, it is presumed that the lamp lighting did not work correctly because some device on the light source unit had deteriorated over time. The legal manufacturer referred the user to section "8. 2 troubleshooting guide" of the manual for clv-190. The examination lamp does not ignite. The examination lamp is broken. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.